Event description:
A caller reported a minimum fill notification while attempting to load a new cartridge. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was instructed to remove the pump from its case, clean the pneumatic tap area, and reload the cartridge, which initially did not resolve the issue. Technical support guided the caller through loading a new cartridge using the proper technique, successfully resolving the problem, and allowing the caller to resume insulin delivery.